Event description:
A vns treating psychiatrist reported that he kept receiving a communication error, and the interrogation would not complete as a result. Troubleshooting was performed. The wand battery was adequate with the light staying on for >25 seconds when instructed to check using the reset buttons. The data received light was reported to flicker faintly when over the patient's generator. The physician unplugged the handheld from the wall power outlet and retried the interrogation. The interrogation started but failed with a warning instructing the physician to reposition the wand. The patient was instructed to move to a corner of the room and interrogation was attempted again. This time the interrogation completed however, it froze on the "interrogation successful" screen. No buttons would work, and the power button was not responsive. The issue did not resolve after three minutes. A hard reset was then performed. He then interrogated the patient successfully and was able to obtain the patients settings. System diagnostics were performed on the patient's device with a final interrogation successful beep heard completing the procedure. The device was successfully working after the hard reset was performed.

Manufacturer narrative:
.